Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold was implanted and is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that (B)(6) 2015, a 3.0 x 18 mm absorb bioresorbable vascular scaffold (bvs) was implanted in the proximal left anterior descending (lad) coronary artery. Starting on (B)(6) 2017, the patient expressed experiencing a "rawness" in the chest after exercise and while walking uphill, diagnosed as worsening angina. On (B)(6) 2018, an angiogram showed the following: 30% stenosis in the left main, 95% stenosis at the mid lad, 60% stenosis in the distal lad coronary arteries. Reportedly, stenosis is assumed at bvs site. Stenosis was noted in the distal right coronary artery, within non-abbott stents, with retrograde vessel filling from left collateral coronary arteries. Reportedly, scaffold thrombosis was possible. There was no reported treatment and no reported hospitalization due to this issue. The patient was referred to another hospital for possible coronary artery bypass surgery in the future. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, restenosis and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: on (B)(6) 2015, a 3.5 x 23mm bvs was also implanted in the right coronary artery (rca). On (B)(6) 2018, occlusion with restenosis was noted at the distal end of non-abbott stents with the distal vessel filling retrogradely from left coronary artery collaterals. Reportedly, there was no restenosis noted within the 3.5x23mm bvs implantation site.